Manufacturer narrative:
H10: device evaluation: replaced touchscreen was evaluated at the product investigation lab (pil) by a pil technician. The touch screen passed all of the flex cable resistance testing. The touchscreen initially failed during the diagnostics and functional testing. The touchscreen displayed misaligned touch points. The pil technician verified that after the successful recalibration of the touchscreen using the touchscreen calibration button noted in the diagnostics portion of the software, the touchscreen could be recalibrated. The touchscreen passed all diagnostics testing and the touchscreen operated without issue. After the calibration of the touchscreen the touch points were properly aligned with the lcd. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating while outside of clinical use, the touch position was observed to be out of alignment. The philips field service engineer (fse) found that the touch position of the device was out of alignment. A calibration of the touchscreen did not resolve the issue. The fse replaced the touchscreen and confirmed that the misalignment issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.